Event description:
It was reported that a shaft break occurred. A 7f mach 1 catheter-guide was selected for use. During the procedure, it was noted that the catheter broke. The device was simply removed from the patient in one piece. The procedure was completed using an alternative method. No patient complications were reported.